Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter claimed there was moisture inside the battery compartment. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 10-aug-2018. On investigation, moisture was confirmed to be present inside the battery compartment as per the allegation. Moisture ingress occurred due to a leak through a crack in the battery compartment. Investigation duplicated the complaint. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.